Event description:
The physician reports that there was something wrong with the crystalens. No indication of patient contact. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.